Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 05/08/2008, the pt's mother reported that one week ago, the pt's blood glucose was elevated to 377 mg/dl before bed and she programmed 2 boluses through the infusion device (competitor product). The patient's blood glucose did not decrease and she called the emergency line for the hospital. She was instructed by the hosp to change the patient's infusion site, to administer insulin via injection, and to set a temporary basal rate increase on the infusion device. The following morning, the patient's blood glucose was within his normal range (80-120 mg/dl). Six days later, the pt's mother reported that the patient experienced another elevated blood glucose reading of 375 mg/dl. She changed the infusion site and his blood glucose decreased (84 mg/dl). She also reported that when the infusion site was removed, the patient's skin was "black and blue". No product was requested to be returned for evaluation.